Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: according to the information provided, it was reported by affiliate via complaint submission tool that during a meniscal repair, the truespan 24 degree peek the 18 mm needle exposure failing to catch the capsule wall. A second gun was used with increased exposure of the needle to 20mm, only then the implant manage to catch onto the capsule wall. A third gun was then used again with 20mm exposure needle to complete the repair. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l35829] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [6l35829] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: (d10) device return. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported by affiliate via complaint submission tool that during a meniscal repair, the truespan 24 degree peek the 18 mm needle exposure failing to catch the capsule wall. The complaint device was received and evaluated. Visual observations confirm that the first implant was deployed and the second implant still within the needle shaft assembly and the silicone sleeve was damaged as it was found a crack in the distal part. In addition, was noted that the needle was bent. The functional test was performed in the meniscal gum sample making the second firing satisfactorily and the red trigger functioned normally. The complaint cannot be confirmed. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device [6l35829] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by affiliate via complaint submission tool that during a meniscal repair, the truespan 24 degree peek the 18 mm needle exposure failing to catch the capsule wall. The complaint device was received and evaluated. Visual observations confirm that the first implant was deployed and the second implant still within the needle shaft assembly and the silicone sleeve was damaged as it was found a crack in the distal part. In addition, was noted that the needle was bent. The functional test was performed in the meniscal gum sample making the second firing satisfactorily and the red trigger functioned normally. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device [6l35829] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during a meniscal repair, the truespan 24 degree peek the 18 mm needle exposure failing to catch the capsule wall. A second gun was used with increased exposure of the needle to 20mm, only then the implant manage to catch onto the capsule wall. A third gun was then used again with 20mm exposure needle to complete the repair. No patient consequences, there was a surgical delay of 60 minutes reported. The device is available to be returned for evaluation. Additional information received from the affiliate reported the surgical delay did not cause harm to the patient and that the delay was due to a delay in the surgery start time. It was also reported an alternative readily available device was present.